Event description:
The pt was implanted with a non rechargeable ipg on (B)(6) 2011. During a recent programming session, it was reported the low battery warning was observed. Instructions regarding how to clear the message were provided. No further issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.